Event description:
It was reported to boston scientific corporation that during prep to place a polyflex airway tracheobronchial stent, the stent loader basket broke into pieces, as the stent was being loaded into the basked. According to the complainant, another polyflex airway stent device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.